Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on a lead via diagnostic imaging. Electrical function of the lead was tested with no anomalies observed. Lead remains implanted.